Manufacturer narrative:
(B)(4).

Event description:
End-user reports that about 1 week ago she noticed the skin under the tape border was becoming red she now reports that the skin is red itchy with some darker areas that look like hives and she also has one fluid filled blister about 1 cm round at 6 o'clock that bled a small few drops at last change of appliance but also stated that she thought that had started when a coloplast appliance she had worn previous to this had leaked at the 6 o'clock position. Reports she washed the area with soap and water and applied sh powder and cavalon no sting spray then applied new appliance she will discuss with her doctor advised to cut off tape or apply a different type of hypoallergenic tape after doing a patch test under the tape border to keep it off her skin.